Event description:
It was reported that multiple cartridges were leaking from the o-ring and that the pump was causing cartridges to begin leaking in an unidentified manner. Customer reverted to multiple daily injections for insulin therapy. Customer's blood glucose was 600 mg/dl with high ketones. Customer's hcp identified ketone levels as life threatening. Elevated blood glucose was addressed via manual insulin injection.

Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.